Event description:
It was reported by the risk mgr via a medwatch form that following a percutaneous transluminal coronary angioplasty (pcta) and stent placement of the right coronary artery (rca) an 8f angio-seal vip was deployed to the left femoral arteriotomy. The site started to ooze and manual compression was applied to the groin site. In the recovery area the pt complained of left leg pain with numbness and a cool left extremity. The pt was brought back into the cath lab. A left common femoral artery occlusion was diagnosed and a fox hollow atherectomy procedure was performed. A f/u percutaneous transluminal angioplasty (pta) of the occluded site was performed. A 40-50% residual stenosis remained.

Manufacturer narrative:
No product was returned for eval. Review of the device history record was not possible since the lot # was unavailable. Based on the info rec'd, the cause for the reported event could not be conclusively determined. The angio-seal device instructions for use (IFU) cautions should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.